Event description:
It was reported that following a fall on his right side the stimulator was "in his ribs" and it hurt. The pt experienced vibrating on his right side that irritated him. It didn't bother him as much if he turned the stimulation down. The pt also experienced shocking or jolting. Additional info received reported that the pt was feeling numbness and a "painful sensation" on his right side that he was not feeling on the left. The pt also reported no stimulation sensation on group 2. Additional info noted that the pt was later having difficulty recharging. The pt slept on the recharger for several hours but it was only halfway charged. The pt also noted a problem with the frequency of recharge. It was noted that the nurse thought something was broken because of the charging frequency. No device troubleshooting, treatment, or pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Vibrating sensation.